Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was remain implanted. No image files were received for image review. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the available information, a root cause of the valve under-expansion could not be conclusively determined. In this case, it was reported that the patient had a bicuspid valve, which may have contributed to the valve under-expansion. High gradients (hemodynamic issue) can be related to valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc.); without review of echocardiographic imaging, an assignable root cause of the high gradients cannot be determined. In this case, the valve incomplete expansion could be the probable cause of the high gradients. A post balloon aortic valvuloplasty (bav) was performed to expand the valve and reduce the gradients. Upon inflation of the balloon, the balloon ruptured. The cause of the rupture is unknown. During removal of the balloon, the valve dislodged. Potential factors that can influence a dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others; and a root cause could not be established from the limited information available. In this case, it was reported that the valve dislodged while attempting to remove the balloon following the dilation. Dislodge events are typically not related to a device malfunction. A second valve was implanted. No further adverse patient effects were reported. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into an existing surgical valve, the valve was deployed in the appropriate position. An echocardiogram was performed and it was determined a post-implant balloon aortic valvuloplasty (bav) was needed because the valve was constrained and the patient had a high gradient. Upon inflation of the 24 mm non-medtronic balloon, the balloon ruptured. The cause of the rupture is unknown. During removal of the balloon, the valve dislodged into the ascending aorta. A second transcatheter bioprosthetic valve was subsequently implanted. It was noted that the patient had a bicuspid native valve. No additional adverse patient effects were reported.